Event description:
This bed was found in the repair area and it had brakes that would not hold.

Manufacturer narrative:
Technician found that the casters were old and worn. Technician replaced four casters to resolve.